Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following pre-dilation of a 2.0 x 15 mm non boston scientific balloon catheter, a 2.50 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, while inserting the stent, the stent was caught on the side hole of the guiding catheter to allow the contrast agent to pass through and it was noted that the stent strut was stretched. Both the guide catheter and the stent were removed easily from the patient's body. The procedure was completed with another of the same device. There were no patient complications reported and the patient was in stable condition.

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following pre-dilation of a 2.0 x 15 mm non boston scientific balloon catheter, a 2.50 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, while inserting the stent, the stent was caught on the side hole of the guiding catheter to allow the contrast agent to pass through and it was noted that the stent strut was stretched. Both the guide catheter and the stent were removed easily from the patient's body. The procedure was completed with another of the same device. There were no patient complications reported and the patient was in stable condition.

Manufacturer narrative:
Synergy xd mr ous 2.50 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Mid to distal struts were pulled distally over the tip of the device. The undamaged stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.